Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2013. According to the complainant, after the resolution clip device was advanced to the target tissue, the clip assembly was locked and deployed; however, the clip failed to release from the delivery catheter. The physician pulled the clip assembly off of the mucosa, and the device was removed from the patient and from service. The procedure was completed using a second resolution clip device. No patient complications resulted from this event. The patient's condition following the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the device was fully deployed and the clip assembly was not returned. There was a kink in the control wire and the over sheath assembly was not returned. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. The complaint device was returned fully deployed and the clip assembly was not returned. The kink in the control wire was most likely caused by operational/procedural factors and may have affected the releasing of the clip; the most probable root cause will be assigned to operational context.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2013. According to the complainant, after the resolution clip device was advanced to the target tissue, the clip assembly was locked and deployed; however, the clip failed to release from the delivery catheter. The physician pulled the clip assembly off of the mucosa, and the device was removed from the patient and from service. The procedure was completed using a second resolution clip device. No patient complications resulted from this event. The patient's condition following the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of clip failed to release from catheter. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.